Event description:
It was reported that there was a recorded signal artifact monitor (sam) event on this patient's cardiac resynchronization therapy pacemaker (crt-p) system. Technical services (ts) analyzed device data and determined that this was due to the right ventricular (rv) lead pacing impedance measuring greater than 3000 ohms, which was high out of range. Later, a lead safety switch (lss) occurred due to the high rv lead impedances along with noise in the unipolar configuration, but there was no oversensing at this time. Ts advised further evaluation of the lead and possible revision. No adverse patient effects were reported. Currently, this rv lead remains in service. According to additional information, this lead was surgically abandoned during scheduled generator change out procedure. A new rv lead was successfully placed. No additional adverse patient effects were reported. According to additional information, this lead exhibited loss of capture (loc) prior to revision. No additional adverse patient effects were reported.

Event description:
It was reported that there was a recorded signal artifact monitor (sam) event on this patient's cardiac resynchronization therapy pacemaker (crt-p) system. Technical services (ts) analyzed device data and determined that this was due to the right ventricular (rv) lead pacing impedance measuring greater than 3000 ohms, which was high out of range. Later, a lead safety switch (lss) occurred due to the high rv lead impedances along with noise in the unipolar configuration, but there was no oversensing at this time. Ts advised further evaluation of the lead and possible revision. No adverse patient effects were reported. Currently, this rv lead remains in service.

Event description:
It was reported that there was a recorded signal artifact monitor (sam) event on this patient's cardiac resynchronization therapy pacemaker (crt-p) system. Technical services (ts) analyzed device data and determined that this was due to the right ventricular (rv) lead pacing impedance measuring greater than 3000 ohms, which was high out of range. Later, a lead safety switch (lss) occurred due to the high rv lead impedances along with noise in the unipolar configuration, but there was no oversensing at this time. Ts advised further evaluation of the lead and possible revision. No adverse patient effects were reported. Currently, this rv lead remains in service. According to additional information, this lead was surgically abandoned during scheduled generator change out procedure. A new rv lead was successfully placed. No additional adverse patient effects were reported.